Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733467, software version: (B)(4). The system is currently under analysis, however the analysis has not been completed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system went unresponsive halfway through a clinical procedure in the ent application. The system did not have the same problem when using the spine application. Additional information from a manufacturing representative (rep) noted that the free space was 88% and that they were able to recreate the unresponsive issue. There was no impact to the patient outcome.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative confirming that after replacing the cd drive there were able to successfully uninstall/reinstall the software to resolve the unresponsive issue on the system.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The cd drive was found to be broken and the software failed testing. The cd drive was replaced and the ent software was reinstalled. The issue resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated and the case was reviewed. It was determined that this is an instance of a known software anomaly, and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.